Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of a contained ruptured abdominal aortic aneurysm approximately 1 month ago. The patient was emergently brought to the hospital late at night for repair of the ruptured aneurysm. Vessel morphology was not reported. It was reported that the patient did not have any stent graft implanted previously. The bifurcated stent graft was successfully implanted followed by insertion of the contralateral iliac limb; however, when deployment was initiated only 1 cm of the stent graft could be deployed. The handle continued to be rotated without retraction of the graft cover. There was a 16 fr sheath in place and the physician decided to remove the delivery system by pulling the delivery system into the 16 fr sheath. The delivery system and the sheath were successfully removed from the patient without further complication. The delivery system was retained by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Lack of information (device retained by the user facility - without return of the delivery system it was not possible to determine cause of deployment difficulty). Conclusion: lack of information (device retained by the user facility - without return of the delivery system it was not possible to determine cause of deployment difficulty).